Event description:
The pt is not responding at all to sounds after a gradual deterioration of hearing performance. Re-implantation has been decided but a surgery date has not been set.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient is not responding at all to sounds after a gradual deterioration of hearing performance. The patient was re-implanted.